Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in block g3. Block g3 should have been 19nov2024.